Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the right atrial (ra) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest pain. It was further reported that the right atrial (ra) lead exhibited an atrial lead position check failure. The lead remains in use. No further patient complications have been reported as a result of this event.